Event description:
The user facility reported that during a patient procedure the video signal to their vividimage surgical monitor "cuts out". The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber cabling required rerouting. The technician rerouted the fiber cabling, tested the function and operation of the vividimage surgical monitor, confirmed it to be operating to specifications, and returned the device to service. No additional issues have been reported.